Manufacturer narrative:
Concomitant medical products: as part of system: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient¿s non-rechargeable implantable neurostimulator (ins) needed to be replaced because it reached the end of its service (eos). The replacement was scheduled for (B)(6) 2016 and the rep stated that she would be in the case. It was noted that the patient was initially implanted with a rechargeable device, but due to noncompliance with recharging, the patient was replaced with a non-rechargeable device. At the time of the report, the patient did not have programmed settings and the patient ran stim at 10.0 amplitude; indicating that the patient had high parameters. The patient reported to their healthcare provider (hcp) that the therapy was working for her. No patient symptoms reported. The patient was implanted for non-malignant pain. Additional information was received from the patient reporting that the stimulator was moved from their back to their stomach due to pain. It was stated that it was sore. The patient stated that they had burned up a couple electrodes and they stopped working. The manufacturer representative (rep) clarified that the ins was moved at the same time as replacement. They were not aware of it being due to pain. At the time the rep was just told that it was because they wanted it moved. The rep clarified that they had no idea about the reports of burnt electrodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.